Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reports that yesterday she started getting stomach cramps. The pt noted in the middle of her stomach cramps the stimulator went crazy and she thought she was going to pass out. The pt said it felt like firing on every nerve and pt used the word 'zapped'. The pt turned the ins off and waited a couple of hours and began to develop a migraine. The pt says the ins has since been turned back on and she lowered her stim. The pt says it took forever to get rid of the headache but she is now having trouble walking today and has a visual migraine coming on . Agent advised the pt to consider following up with her doctor.